Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This report was found to be a duplicate of manufacturing report number 1416980-2012-07806. All information will be contained in report number 1416980-2012-07806.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd892778 and gd893149. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.